Manufacturer narrative:
Testing and investigation found the device touchscreen was no responsive when the keys were pressed. The probable cause was due to contamination caused by fluid ingress found on the bottom of the touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing the device touchscreen coordinates were outside of tolerance while in service mode. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.